Manufacturer narrative:
As reported, the mynx vascular closure device (vcd) was used during procedure, post discharge the patient had issue with arteriotomy site, and came back to hospital for treatment. The device was not returned for analysis. A device history record (DHR) review could not be performed as a lot number was not provided. Vascular access site complications are a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient through an access site and closed with a closure device. In this particular case, it is unknown what kind of access site complication occurred, therefore, it is not possible to determine what factors may have contributed to the issue reported, and the event cannot be confirmed. However, since the complication occurred after discharge, it is possibly related to patient factors, or access site care. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information received indicates that the vessel type was arterial. The mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. It is unknown how hemostasis was achieved. The patient's hospitalization was not extended as a result of the event. As reported, the mynx vascular closure device (vcd) was used during procedure, post discharge the patient had issue with arteriotomy site, and came back to hospital for treatment. The vessel type was arterial. The mynx vcd was prepped according to instructions for use (IFU). The device was not stored in a temperature that exceeded 25 °c. It is unknown how hemostasis was achieved. The patient's hospitalization was not extended as a result of the event. The device was not returned for analysis. A device history record (DHR) review could not be performed as a lot number was not provided. Vascular access site complications are a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient through an access site and closed with a closure device. In this particular case, it is unknown what kind of access site complication occurred, therefore, it is not possible to determine what factors may have contributed to the issue reported, and the event cannot be confirmed. However, since the complication occurred after discharge, it is possibly related to patient factors, or access site care. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx vascular closure device (vcd) was used during procedure, post discharge the patient had issue with arteriotomy site, and came back to hospital for treatment. The device will not be return for evaluation.